Event description:
A caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer had reset the pump due to a malfunction and was uncertain about the insulin level in the cartridge. Although advised against adding insulin, the customer added insulin while away from home and successfully reloaded the cartridge, allowing them to resume insulin use.